Event description:
It was reported by the customer, the catheter was installed 3 months ago, they report that it cost a little positioning, it was a left approach and would have been in situ at 44 cm, has a post insertion chest x-ray that verifies this history. On (B)(6) she had had the last cycle of chemotherapy and did not refer any problem with the catheter according to clinical evolution. On (B)(6), the catheter was cured and the evolution reported that the catheter presented resistance to the passage of saline and reflux of contents through the insertion site, it was not controlled with chest x-ray, coverage was changed and sent home. On (B)(6) she attended her new chemo and it was found that resistance and reflux of the catheter persisted, so the nurse decided to remove the catheter, she said that she did not make any effort to remove it, and when she was about 12 cm away she decided to test if the resistance of the catheter had subsided, she tried a saline flush and the catheter came out through the insertion site, however she realized that there were only 16 cm of catheter. A thoracic x-ray was performed and the rest of the catheter portion was found inside the patient and apparently a closed kink of the catheter at the subclavian level. The patient was stable with no symptoms, in fact he wanted to go home, however, at the nurse's suggestion he went to the emergency room for evaluation for vascular surgery. Additional information received on 11 oct 2024: it was reported by the customer, the device was removed in the angiography ward. The patient is in good general condition, already release to go home.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device failure was first found on (B)(6) 2024, the event continued to occur on multiple dates until the device was removed on (B)(6) 2024. The date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. Four photographs of a powerpicc were returned for evaluation. An initial visual observation of the first two photographs showed an uneven break in the catheter tubing. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer, the catheter was installed 3 months ago, they report that it cost a little positioning, it was a left approach and would have been in situ at 44 cm, has a post insertion chest x-ray that verifies this history. On (B)(6) 2024 she had the last cycle of chemotherapy and did not refer any problem with the catheter according to clinical evolution. On (B)(6) 2024, the catheter was cured and the evolution reported that the catheter presented resistance to the passage of saline and reflux of contents through the insertion site, it was not controlled with chest x-ray, coverage was changed and sent home. On (B)(6) 2024 she attended her new chemo and it was found that resistance and reflux of the catheter persisted, so the nurse decided to remove the catheter, she said that she did not make any effort to remove it, and when she was about 12 cm away she decided to test if the resistance of the catheter had subsided, she tried a saline flush and the catheter came out through the insertion site, however she realized that there were only 16 cm of catheter. A thoracic x-ray was performed and the rest of the catheter portion was found inside the patient and apparently a closed kink of the catheter at the subclavian level. The patient was stable with no symptoms, in fact he wanted to go home, however, at the nurse's suggestion he went to the emergency room for evaluation for vascular surgery. Additional information received on 11 oct 2024: it was reported by the customer, the device was removed in the angiography ward. The patient is in good general condition, already release to go home.